Manufacturer narrative:
An event regarding infection involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that there was an insert exchange. The surgeon did a debridement of the right knee and exchanged the liner.

Event description:
It was reported that there was an insert exchange. The surgeon did a debridement of the right knee and exchanged the liner.